Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not boot up. Review of system log file confirmed the malfunction of flexviewing pc. Upon troubleshooting, fse found that the flexviewing pc was offline and kit pan knob control module knob tab was broken. The philips engineer replaced flexviewing pc and kit pan knob control module. The flexviewing pc was returned back to philips for further analysis. The analysis confirmed the malfunction of the flexviewing pc was due to failed hdd bay. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system was not booting up completely and the flexvision screen was blank. The system was not in clinical use when the event occurred. No harm has been reported to philips. A philips service engineer replaced the flexviewing pc and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.